Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
The patient was revised due to osteolysis .just before revision, massive osteolysis was noted around the implants.in the x-ray, no wear was noted in the poly. Test negative for infection disease.in revision, the stem was loose was observed blackened metal fragment like corrosion was found in the stem neck.

Event description:
(B)(4).

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received advising that: root cause: undetermined from the information provided. It is unlikely there was a manufacturing fault as the product lasted 13 years. None was reported by the complainant. It is likely in this cases that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.